Event description:
Reported event of "anterior band slip", "dilated pouch", and "gastric outlet obstruction" from research article: "bariatric surgery: a review of normal postoperative anatomy and complications", clinical radiology 66(2011) 903-914. MFR of device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). Multiple requests for further info have been made. Allergan has received no response from the reporter. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because, no serial number or implant date was given. Visual exam may determine the connector type with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although, the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Band slippage, pouch dilatation, and obstruction are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pouch dilatation and band slippage as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food."